Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer¿s allegation was confirmed. During the evaluation, it was found that the 'lamp does not light.' Based on the results of the investigation, it is likely that the issue of 'power of the device not turning on' occurred due to a defective fuse, and the 'lamp does not light' issue occurred due to a defective lamp socket. However, a definitive root cause could not be determined olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the light source had no power. The issue occurred, during maintenance. And there were no reports of patient involvement.